Event description:
Customer reported the system is displaying an invalid input signal message and an x-ray disabled error message. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the rtos board, single board computer, and isd board. System operates as intended.